Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a patient with personal history of alzheimer¿s disease and under antiplatelet drugs therapy presented with melena and no other symptoms. No source of bleeding was obtained at conventional upper and lower gastrointestinal endoscopy. Thus, video capsule endoscopy was indicated. Although the patient had no history of swallowing disorders and/or dysphagia, the ingestion of the capsule endoscope precipitated self -limited coughing. When capsule endoscope was reviewed the device was located at the tracheo-bronchial system for 17 seconds. No symptoms were observed during this period. Afterwards, capsule endoscopy migrated spontaneously to the oro-pharyngeal cavity and continued across the gastrointestinal tract until cecum was reached. Patient remained asymptomatic and no bronchoscopic extraction was demanded.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.